Event description:
The event is reported as: during a procedure, the applier jaws would not open enough and would not allow loading of clips. No injuries reported.

Manufacturer narrative:
Sample not received by MFR in time for this report. Investigation incomplete. A follow-up investigation report will be sent when completed.